Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted in a secondary procedure from the patient's right eye due to blurry vision. The incision was enlarged and a suture was used. No further information was provided. It was additionally stated that on explant of the lens; removal: proximal haptic amputated, lens bisected and cartwheeled out.

Manufacturer narrative:
The intraocular lens was returned to the manufacturer for evaluation. Visual inspection of the return sample showed that one of the haptics was missing and the optic of the lens was torn. The lens condition is consistent of a lens that was explanted from the patient¿s eye. Due to the condition of the lens, no further analysis was possible. The manufacturing record review was performed. There were no non-conformances with respect to the final product release process. The in-line optical inspection data shows the lens is within power specification. The documentation shows that the production order was manufactured according to specifications. The product met manufacturing release criteria. All pertinent information available to abbott medical optics has been submitted.